Event description:
The devices were implanted in 2003. In 2004, while on a routine follow-up visit at the facility, the MFR's (MFR) vascular access specialist noticed a new suture line above the valve implant site. It appears that the pt had experienced blood flow problems. The pt informed the MFR's vascular access specialist that they had surgery in 2004, but was not aware of the exact nature of the procedure. The facility's nurses were unaware of what was done, and no operative report was available. No further details were available at this time.